Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial condition the guide wire was received attached to rotablator catheter system and the burr. The device presents a fractured distal tip, approximately 0.5 cm of missing distal end. The fractured section was sent to sem lab for fracture analysis. Results: the fracture site exhibited evidence of compression and tension indicative of a bending action. Fracture occurred along the longitudinal axis of the wire also indicative of bending. The actual fracture features were masked or smeared over due to post fracture mechanical rubbing. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90 mm in length lesion was located in the calcified distal left anterior descending artery (lad). Initially a non-bsc guide wire was advanced to the lesion, and this was exchanged for the floppy rotawire guide wire using a non-bsc microcatheter. A 1.5mm rotalink plus burr was advanced, and 5 runs at 15 seconds each were performed with the burr successfully crossing the lesion. The 1.5mm burr and floppy rotawire guide wire were removed, and the physician noted that the distal portion of the floppy rotawire guide wire was detached and remained in the distal lad. No resistance was noted with the burr and wire. The procedure was completed with deployment of three stents in the distal lad and post-dilation. The physician feels that the wire fragment is secure in the distal lad. No patient complications were reported, and patient status is listed as "taking a wait and see approach".

Event description:
It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90 mm in length lesion was located in the calcified distal left anterior descending artery (lad). Initially a non-bsc guide wire was advanced to the lesion, and this was exchanged for the floppy rotawire guide wire using a non-bsc microcatheter. A 1.5mm rotalink plus burr was advanced, and 5 runs at 15 seconds each were performed with the burr successfully crossing the lesion. The 1.5mm burr and floppy rotawire guide wire were removed, and the physician noted that the distal portion of the floppy rotawire guide wire was detached and remained in the distal lad. No resistance was noted with the burr and wire. The procedure was completed with deployment of three stents in the distal lad and post-dilation. The physician feels that the wire fragment is secure in the distal lad. No patient complications were reported, and patient status is listed as "taking a wait and see approach".